Event description:
It was reported that the customer's insulin pump had alarmed button error. Customer stated the device buttons had not been pressed for longer than three minutes. Customer's blood glucose level was 324 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarm was noted and the motor passed the motor test. The insulin pump had a cracked display window and cracked reservoir tube lip.